Manufacturer narrative:
(B)(4). Batch # m91c72. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and the jaws did not open as intended; the trigger was manually assisted in order to open the jaws and excessive dried body fluids came off from the jaws. The instrument was cycled again and two conforming clips were fed and formed and one clip with gap was formed as the clip snapped towards the tissue stop. In addition the anti-backup and lockout mechanisms were found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the ratchet pawl was found to be damaged, causing the anti-backup failure. In addition, excessive dried body fluids were noted inside the instrument; it is possible that the dried body fluids could have prevented the proper opening of the jaws and could have affected the lockout mechanism. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. No conclusion could be reached as to what may have caused the clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure after the device was fired the device would not open. After several attempts to open the device with force the device opened. Another device was used to complete the procedure with no patient consequence.